Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one d/l 9fr hickman catheter was returned. A microscopic inspection and functional evaluation was performed. A c-shaped split was observed just distal to the bifurcation. A varying degree of tensile weakness was observed at the split site and distal to the split. The functional evaluation noted that the white hub lumen was patent to aspiration and infusion at a decreased flow rate; with a leak observed at the c-shaped split. Therefore, the investigation can be confirmed for the reported leak, specifically due to an external catheter burst. The observed features of the split are characteristic of a burst. However, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that when infusing medication through the catheter, the central venous catheter leaked. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that when infusing medication through the catheter, the central venous catheter leaked. There was no reported patient injury.